Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior fixation. Approximately 8 years post-op, the patient underwent a revision surgery to remove the hardware due to soft tissue irritation. Fusion had occurred. No additional patient complications were reported.

Manufacturer narrative:
Evaluation of the returned device fount the thread of the extractor is smoothened during the extraction maneuver. The t25 tip is twisted in the setscrew untightening direction (corresponding to the setscrew removal). The t25 and t20 tips are also twisted in the setscrew untightening direction (corresponding to the setscrew removal). The t25 tip is broken and twisted in the setscrew untightening direction (corresponding to the setscrew removal). The twist or the breakage of the drivers as well as the smoothened thread of the extractor are consistent with overloading applied to the drivers during the removal of the setscrews. This may happen when the setscrews are stuck in the bone screws due to tissue or bone.

Manufacturer narrative:
Implant date: 2003. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.